Event description:
The customer reported that intermittently the system would not produce fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator's battery pack, the workstation's communications printed circuit board and the workstation software were replaced. The system was tested and found to be working as intended and put back into service.